Event description:
The pigtail of the perivac drainage catheter broke off during the procedure. At the end of the procedure, the pigtail was still in situ. The catheter split at the level of the pt skin when the physician attempted to suture it in place. The entire device was removed and replaced with another pigtail catheter to successfully complete the procedure. The pt had no sequelae from this event.